Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: charge-coupled device glass cracked, universal cord scratched, rear end light guide bundle broken, cable connector chipped. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additionally identified malfunctions, the most probable cause of all of them is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b31 alarm during service and maintenance. There were no reports of patient involvement.